Event description:
It was reported that the innova stent prematurely deployed. A 5mm x 80 mm x 130 mm innova self expanding stent was selected to be implanted. After a 5mm x 150 mm innova stent was successfully deployed and post-dilation completed, the physician attempted to deploy the 5mm x 80 mm x 130 mm innova stent. The stent was unable to cover the end of the first implanted stent due to calcification. The 5mm x 80 mm x 130 mm innova stent was noted to have partially began to prematurely deploy beside the lesion, so the physician then released the innova stent. The procedure was completed with another of the same device. There were no reported patient complications and the patient was in stable condition. The 5mm x 80 mm x 130 mm innova stent will be explanted at an unspecified date. It was further reported that the 5mm x 80 mm x 130 mm innova stent was not explanted. The 5mm x 80 mm x 130 mm innova stent was not deployed and still inside the stent delivery system.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed a flat spot on the middle sheath 3mm from the distal end of the middle sheath. The thumbwheel lock is still in the manufactured position and the stent is still inside the middle sheath. There is blood in the middle sheath. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damages to the device, but the condition of the device does not appear to match the reported information because the stent is still inside the middle sheath and the device does not appear to have been attempted to be deployed.

Event description:
It was reported that the innova stent prematurely deployed. A 5mm x 80 mm x 130 mm innova self expanding stent was selected to be implanted. After a 5mm x 150 mm innova stent was successfully deployed and post-dilation completed, the physician attempted to deploy the 5mm x 80 mm x 130 mm innova stent. The stent was unable to cover the end of the first implanted stent due to calcification. The 5mm x 80 mm x 130 mm innova stent was noted to have partially began to prematurely deploy beside the lesion, so the physician then released the innova stent. The procedure was completed with another of the same device. There were no reported patient complications and the patient was in stable condition. The 5mm x 80 mm x 130 mm innova stent will be explanted at an unspecified date.